Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and dehydration. The customer reported that since his release from the hosp, he has had several no delivery alarms. The customer has performed a five unit prime delivery while disconnected and states that the flow of insulin is not normal. The customer also performed a high pressure test and the insulin pump passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.